Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors stopped articulating properly and it was not cutting. Upon removing the instrument, the staff noticed that the steel cable had broken. The procedure was completed with no reported injury.